Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was undergoing a surgical procedure when the device oversensed noise measurements. The oversensing resulted in greater than 2 seconds of pacing inhibition as well as asystole. A medical personnel reported a magnet had been used during the procedure, however boston scientific technical services (ts) discussed that a magnet would not affect brady pacing and sensing on this device. Additionally ts discussed that noise present on all three sensing channels suggests electromagnetic interference (emi) and that in this situation the device should have been programmed to electrocautery mode prior to the procedure to prevent oversensing. The patients device was checked and x-ray performed showing normal results. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.